Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unspecified amount of insulin during the load sequence. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.